Event description:
It was reported that an ilet bionic pancreas user paired with a dexcom g7 continuous glucose monitor (cgm) experienced a dosing stopped alert and absence of cgm readings due to an incorrect pairing code; the user corrected the sensor code, pairing initiated, dosing resumed, indicating a usage issue related to an improper procedure with no specific component implicated. User reported blood glucose peak of 333mg/dl with no adverse clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. User support included communication and analysis of the information provided. Investigation of this case revealed no device problem, and a usage problem was identified consistent with an improper or incorrect procedure or method, with component attribution not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.